Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprosthesis. It was reported during insertion of the 22fr gore® dryseal flex sheath into left iliac artery via left femoral artery, strong resistance was encountered. However, the physician reportedly inserted it forcibly multiple times. After multiple attempts to advance the sheath the resistance was no longer felt. The physician reportedly believed the left iliac artery became ruptured as a result of no longer feelings the resistance. The minimum diameter of the left iliac artery was reportedly 5.4mm and the outer diameter of the reported sheath was 8.2mm. In addition, the left iliac artery was reportedly tortuous. The procedure was continued and stent grafts to treat the thoracic aortic aneurysm were placed successfully. The 22fr gore® dryseal flex sheath was then removed and angiography was performed. The rupture was not clearly observed and the patient's blood pressure did not decrease. However, the physician decided to place a contralateral leg component from left common iliac artery to left external iliac artery to repair the suspected left iliac artery rupture although no evidence of rupture was identified. The patient tolerated the procedure.